Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The audiologist advised the recipient follow up with a cochlear implant surgeon. However, the recipient has not pursued evaluation by a surgeon at this time. The recipient continues to use the device and is not experiencing any issues at this time. The recipient will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing extrusion. The recipient reportedly underwent an in-office cerumen removal procedure. A portion of the electrode lead wire was noted in the external auditory canal. Device testing revealed results within normal limits. Typical sound perception was reported by the recipient indicating that the electrode array appears to remain implanted in the cochlea.